Event description:
It was reported that the 2600 system x-ray arm lock was stuck during a case. Also the collimator drive board was damaged. The procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system could not be repaired during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.